Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the blower temperature was increasing to higher-than-expected temperatures. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) spoke with the customer and determined that onsite service was required. A field service engineer (fse) went to the customer site and replaced the blower assembly to resolve the issue. Following the part replacement, the fse successfully completed performance verification testing, with the device passing all of the required tests. The device was then returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.